Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
As reported by ms&s: received email from sales rep that states "last year I sent the email below. Another customer has brought this concern up. She reported that she currently has 5 patients with svc syndrome out of 142 patients with catheters. They moved from palindrome 2 years ago and have allegedly noticed svc syndrome come up more since they have moved to equistream. I also have another health authority that uses hemosplit and equistream and also brought this up last year. This record will address the equistream complaint.